Event description:
An aq2003v model lens tore as it was being inserted. The lens was implanted and removed with no patient injury or complications. The facility indicated it was unknown as to why the lens tore. The model and lot number of the cartridge and injector are unknown.

Manufacturer narrative:
Evaluation results: visual inspection of the product found the optic torn. There was evidence of surgical residue.